Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Approximately six years post index procedure the patient presented with a contained rupture. The cause of the rupture was migration due to disease progression. The patient was treated with open repair successfully. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Results: migration, aneurysm rupture, endoleak, open repair. Disease progression. Conclusion: migration, aneurysm rupture, endoleak, open repair. Disease progression.